Event description:
One pt reported a burn on the neck after receiving a pulsed light treatment by a physician using deka synchro ft medical device in (B)(6). Pt notified the event to competent authority. We became aware of the event on (B)(4) 2013 by a phone call from (B)(6), competent authority. Subsequently, we have been informed that the event occurred on (B)(6) 2012. (B)(6) had not informed the MFR about the adverse event.

Manufacturer narrative:
An investigation had been conducted already (B)(6), which contacted several pts treated the same day with the same device. (B)(6) informed the MFR that such an investigation did not reveal any problems on pts treated the same day with the same device. (B)(6) called the MFR just to have some clarifications on the part number of deka synchro ft medical device (i.e. M101a1), since they were analysing some administrative documents they had collected in (B)(6). On january 17, 2013, (B)(6) informed that the pt is now healed and also confirmed to the MFR that the synchro ft device is still in use in their facility, without any problems. However, the MFR wants to carry out a complete investigation about the event and has already initiated the following actions. The physician who did the treatment to the involved pt on (B)(6) 2012 has been identified and contacted, in order to collect all the info about clinical aspects and about treatment parameters he had used for that pt (in fact, a wrong energy dose - decided by the physician for that pt - is suspected to be the cause of the event. No answer, so far. Although the system is reported as keeping working without any malfunction and no other issues have been reported on pts, the MFR wants to perform a complete check of the device and is agreeing with (B)(6) the date of a machine stop to allow a full check on-site, to be executed as soon as possible. Note: following european (B)(6), a report about this adverse event was also sent to (B)(6) health ministry on january 11, 2013.